Event description:
The event is reported as: the staples misfired several times during use. No pt injury reported.

Manufacturer narrative:
Sample received by manufacturer for investigation. Investigation is incomplete at time of this report. A follow-up report will be sent when completed.